Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device reached elective replacement indicator (eri) and that early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.